Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional, via text message, that a physician performed five mechanical thrombectomies using a 95 cm emboguard 87 balloon guide catheter (bg8795u/0000143096) with vtk catheter and rosen wire (cook medical) and the switched to a sofia plus catheter (microvention). Per the event description, one of the patients experienced vasospasms during the procedure when trying to track to the distal internal carotid artery (ica). The event was treated with intraarterial (ia) milrinone. No further information was provided. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4).. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional, via text message, that a physician performed five mechanical thrombectomies using a 95 cm emboguard 87 balloon guide catheter (bg8795u/0000143096) with vtk catheter and rosen wire (cook medical) and the switched to a sofia plus catheter (microvention). Per the event description, one of the patients experienced vasospasm during the procedure when trying to track to the distal internal carotid artery (ica). The event was treated with intraarterial (ia) milrinone. No further information was provided. The device was discarded; therefore, no further investigation can be performed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Vasospasm is a known potential complication associated with mechanical thrombectomy procedures. Since the severity of the event is unknown and the relationship of the emboguard device to the reported event cannot be excluded, the event will be conservatively reported to the FDA with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.